Event description:
Two endeavor sprint rapid exchange 3.0mm diameter x 30mm length drug eluting stents were implanted in the proximal lad with no issues noted during the index procedure (ref: MFR #2953200-2010-02587). It was confirmed at the 30 day follow up that there was no adverse event, however it was reported that approx 2 months post the index procedure the pt presented with stent thrombosis in the proximal lad and proximal lcx. Emergency pci was performed. It was also reported that 2 weeks post the stent thrombosis event the pt was diagnosed with restenosis of the proximal lad and proximal lcx and again pci was performed. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval: results: co-morbidities impact on events; stent thrombosis, instent restenosis. Conclusion: co-morbidities impact on events; stent fully apposed to the vessel wall post deployment.